Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer's blood glucose was 162 mg/dl. Troubleshooting was done. The customer stated that there was a black circle on the screen of the insulin pump. Advised customer to run a manual prime of at least 5 units, and the customer stated that the insulin pump did not alarm no delivery. Advised customer that the insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.